Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had hematoma. It was indicated that the device pocket was opened and hematoma was evacuated. This ICD remains in service. No additional adverse patient effects were reported.